Event description:
Customer reported that she was hospitalized due high blood glucose and dka. The blood glucose reading was over 600 mg/dl. Customer stated that she had diarrhea, abdominal pain, nausea and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.